Event description:
The patient stated that the insulin cartridge of his infusion device separated, and the plunger remained attached to the piston rod. The patient stated he attempted to remove the plunger from the piston rod, but was unsuccessful. He said there is a small amount of insulin in the cartridge compartment. The patient was advised to allow the infusion device to dry out for 24 hours. Further attempts to follow up with the patient were unsuccessful. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.